Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to an unknown reason. The device was returned with no documentation as to the reason for explant. The surgery date is unknown. It is unknown if there are plans to reimplant the patient with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011.

Manufacturer narrative:
(B)(4).